Event description:
It was reported that the air-in-line alarm went off during use with the as lvp 20d 2ss cv tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we received another complaint about error message ¿air in line¿".

Manufacturer narrative:
H.6. Investigation: one used primary set, model 2420-0007, was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was then primed and functionally tested. The primary set functioned as designed and no air in line was observed. The customer's complaint of the error message ¿air in line¿ could not be verified. A device history record review for model 2420-0007 lot number 20106138 was performed. There was a quality notification issued for backflow during the production build of this set, which could potentially contribute to the reported air in line defect. However, there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #20106138 regarding item #2420-0007.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the air-in-line alarm went off during use with the as lvp 20d 2ss cv tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we received another complaint about error message ¿air in line.¿"